Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the curved-tip sureform 45 stapler instrument was accidently disengaged from a universal surgical manipulator (usm) by a surgical staff member while the instrument was grasping tissue. The issue occurred while the stapler instrument was stapling, resulting in an incomplete seal. After disengagement, the stapler instrument could not be removed because it was still grasping tissue. The release knob was turned at least 20 turns by the surgical staff, but the jaws would not open and showed no sign of release. The surgeon made the clinical decision to convert to a mini-thoracotomy to remove the instrument. The procedure was delayed by an additional 45 minutes in order to remove the stapler instrument. It is unclear what medical/surgical intervention was rendered as a result of the incomplete staple line.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode (i.e. Unclamping issue) cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. An advanced instrument log review was performed for this procedure by an isi advanced failure analysis engineer (fae). Per the fae, the logs show curved-tip sureform 45 stapler instrument (part #480545-04, lot #t11220617-0013) was installed on the system 10 times and fired 10 reloads (2 white, 2 green, 1 white, 1 black, 1 white, 3 green, in that order). All clamping and firing were completed with no pauses for compression. On the 2nd install, the user made a completed clamp, followed by a completed unclamp, prior to firing. All unclamping was completed with durations of each unclamp lasting approximately 5.3 seconds. There were no stapler related errors in the logs. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, a surgical staff member accidentally disengaged the curved-tip sureform 45 stapler instrument from a usm while the instrument was grasping and stapling tissue. The surgical staff was unable to unclamp the stapler instrument from the tissue. As result, the surgeon made the clinical decision to convert to a mini-thoracotomy in order to remove the instrument. The procedure was delayed by an additional 45 minutes due to removing the stapler instrument. It is unclear what medical/surgical intervention was rendered to remove the tissue from the jaw of the stapler instrument. Additionally, it is unknown what medical intervention was rendered as a result of the incomplete staple line. The cause of the customer reported failure mode is unknown.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The stapler logs show that part number 480545-04, lot number t90220214-0064 was installed on the system 6x and fired 6 reloads. On the 6th install, the first two clamps were incomplete, stopping at about 66%, and about 72% completion, respectively. The 3rd clamp was successful, and the firing was initiated. Based on the logs, the firing was interrupted at about 28.5% firing completion. At the same time, the logs state that the stapler was removed, indicating that the firing failed due to the removal of the instrument while the firing sequence was in progress. Section d4 was updated to the correct product. H10 was updated to include the correct stapler instrument logs.